Event description:
It was reported that the patient presented in clinic for generator exchange procedure (B)(6) 2021. It was noted that the right atrial (ra) lead was over-sensing noise leading to pacing inhibition. The patient was asymptomatic. During the procedure, an insulation breach was discovered on the ra lead. The physician elected to retain the ra lead. The patient was stable throughout the procedure.